Event description:
Affiliate reported that the ventricles of the patient's brain became too small and the doctor was unsuccessful in changing the pressure. According to the doctor, the patient was hit in the head with table tennis racket. As a result, the device was reviewed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.